Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was in rehab and they ran out of pain medications and was sent to hospital due to diagnosis of cancer where they did have pain medication. The customer had not been used insulin pump since 6/23 as customer was told by health care professionals. No high or low blood glucose related hospitalization actually it was related to cancer diagnosis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital because she felt very sick. Customer's blood glucose level was unknown. Customer reported that the hospital put her insulin pump off so she was not sure how much insulin to take. Customer also reported that the battery cap was missing. Insulin pump will be returned for analysis.